Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.